Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 500 mg/dl. The customer reported that they received the insulin flow blocked alarm. The troubleshooting was performed for insulin flow blocked alarm. The customer declined troubleshoot for high glucose. The issue was resolved by changing infusion set. The insulin pump will not be returned for analysis.